Manufacturer narrative:
Additional information: the symplicity spyral catheter was inspected prior to use with no issues noted. The symplicity spyral catheter packaging was intact and sealed prior to the procedure. The procedure was completed successfully. No patient injury or complications as a result of the event. Image analysis: one still image received for analysis. The image depicts a symplicity spyral shelf carton label. Lot number and expiration date match that reported in the complaint file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure, one symplicity spyral catheter was used to treat mildly tortuous, non calcified renal arteries. It was reported that the device was used 11 days beyond the expiry date. It was reported that during the procedure an expired spyral catheter device was opened and used instead of a new catheter with a longer expiry date. The catheter with the longer expiry date was delivered to the hospital on the same day of the procedure. The patient is alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.